Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). Following predilation with multiple balloon catheters, a 3.50x28mm promus element¿ stent was advanced but failed to cross the lesion. After withdrawal of the stent, tip damage was noted which renders the device unusable. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts at the distal end of the stent that were lifted and pulled proximally. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). Following predilation with multiple balloon catheters, a 3.50x28mm promus element stent was advanced but failed to cross the lesion. After withdrawal of the stent, tip damage was noted which renders the device unusable. No patient complications were reported and the patient's status stable.